Manufacturer narrative:
The insulin pump had no button response due to a corroded electronic assembly. No motor error alarm could be confirmed due to the unresponsive buttons. A corroded motor home switch was noted. A cracked battery tube threads, minor scratches on the display window and a cracked case near the display window corners were noted during the visual inspection.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.(B)(4)

Event description:
Customer reports to have received a compromised forced sensor alarm, keypad anomaly, and motor error alarm. Customer's blood glucose was 247 mg/dl. Customer reports to have received motor error alarm when reservoir was low. Customer also reports that down button was not working. During troubleshooting for motor error alarm, it was found that customer was not exposed to magnetic field or MRI. Customer does not use sensor features. Customer was unable to complete rewind sequence. After troubleshooting, customer was advised that insulin pump would need to be replaced. No further information provided.